Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Although the reporter did not allege or identify any deficiency, it was observed during functional testing that the device had a hole in the outer-hose. Evidence indicates this due to usage wear overtime. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
Report received from the USA regarding a motor device in which an unknown issue was observed. The reporter could not clarify what malfunction was observed. It was unknown to the reporter if the device was used in surgery or if any delays in surgery were reported. It was unknown to the reporter if injuries or medical intervention were reported. The date of the event was unknown to the reporter. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent.(B)(4).